Event description:
It was reported that the tip of the tri-cut shaver blade came off during the surgery. The blade was replaced with a new one and the procedure was completed without further incident. Reportedly, any broken fragments were removed from the surgical site. There was no report of impact or injury to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product evaluation is currently underway. (B)(4). Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. This product is used for therapeutic purposes.

Manufacturer narrative:
Age at time of event: 60 years old. Manufacturer: (B)(4). Expiration date - 11/11/2019. Date received by manufacturer: (B)(4) 2012. Analysis done by quality engineer. One item no. 1884004 4mm tricut blade was received with the original pouch and product label. The lot # printed on the product label was h8041112. The blade was visually examined using a stereo microscope set at 20x magnification and a dual-arm fiber optic light. The tip of the blade was completely separated from the base of the blade. No fragments appeared to be missing from the base or tip of the blade. Bone debris was observed inside the base of the blade. The lower outer tube tooth was bent inward. Several inner teeth of the inner blade were bent as well. The most likely cause of this failure is excessive force used while cutting into dense material (bone). IFU - excessive pressure applied to burs and blades may cause burs and blades to fracture. Should a bur/blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur/blade are retrieved and removed from the patient. Unremoved bur/blade fragments may cause tissue damage to the patient. Do not use bur/blade above the speed indicated on the bur/blade label. Device manufacture date: 11/2011.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.